Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin and the piston is stuck. Customer's blood glucose was 432mg/dl at the time of incident and treated with insulin. Troubleshooting found that the piston is able to perform its function but that the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further high blood glucose troubleshooting was performed.

Manufacturer narrative:
All buttons functioning properly however, found slight corroded keypad traces. No button error alarm during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.